Event description:
While transferring the resident from wheelchair to bed using a patient lift, the spring or rod bent/broke causing the resident to drop to the bed and slide onto the floor. The patients fall resulted in back pain. No staff was injured.

Manufacturer narrative:
This incident is being reported in an abundance of caution. The hospital contact provided the following details: there was no medical treatment required for the patient. They were not aware of the last time the lift was serviced and not aware of the actuator being previously replaced. The last time they used this lift was to weigh a patient and the lift functioned fine with no issues. The pictures of the lift confirmed the allegation of the actuator base and spring rod being broken. The hospital removed the lift from use. The cause of this issue has not been confirmed. It is unknown if the issue was due to lack of maintenance, use error, prior damage or a malfunction of the device. Should additional information become available, a supplemental record will be filed. The owner's manual for the rpl600-2 patient lift includes: detecting wear and damage: it is important to inspect all stressed parts for signs of cracking, fraying, deformation, or deterioration. Replace any defective parts immediately and ensure the lift is not used until repairs are made. The invacare patient lift is designed to provide a maximum of safe, efficient, and satisfactory service with minimum care and maintenance. All parts of the invacare lift are made of the best grades of steel, but metal-to-metal contact will cause wear after considerable use.